Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded osr appears to be the most appropriate first-line treatment for jaaa in good risk patients; however, evar may represent an alternative option in high risk patients. [(B)(4)].

Event description:
Article received: maeda, k. E. (2017). Comparison between open and endovascular repair for the treatment of juxtarenal abdominal aortic aneurysms: a single-center experience with midterm results. Annals of vascular surgery, 96 - 104. Purpose: to evaluate optimal treatment for juxtarenal abdominal aortic aneurysm (jaaa). Per the article death occurred during the study period.